Event description:
It was reported that the ventilator quit delivering breaths while connected to the patient. The patient was manually ventilated and placed on the hospital ventilator. No patient harm reported. It is unknown if the ventilator had an audible alarm when the reported problem occurred.

Manufacturer narrative:
The field service center ran the ventilator for several days but could not duplicate the reported problem. During testing, the ventilator had non-conformances with the servo test and o2 test due to low o2. The field service center had replaced the o2 blender to correct the problem that was found during service.